Event description:
Healthcare professional reported left side granulomatous lymphadenitis with a foreign body type reaction (granuloma), adenopathy, calcifications, anxiety, chronic fatigue - not related to the device, and tinnitus - not related to the device. The device remains implanted.

Manufacturer narrative:
Continued section e1 (phone #):(B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma & lymphadenopathy

Event description:
Healthcare professional reported left side granulomatous lymphadenitis with a foreign body type reaction (granuloma), adenopathy, calcifications, anxiety, chronic fatigue - not related to the device, and tinnitus - not related to the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.